Manufacturer narrative:
The reported event is inconclusive. Received (1) photo sample. Visual inspection of the photo sample noted one packaging label for a 3-way all-silicone foley catheter. Verified material 73018si, and lot number ngjz0367. The condition of the affected catheter could not be confirmed because only a photo was provided for the investigation. Functional testing was not possible based solely on the photo. Therefore, the reported event is considered inconclusive due to the inadequate sample condition. A labeling review was not performed because labelling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction made to tab h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, customer observed leakage at the junction of the foley catheter draining site. This appear to be a product defect. This event happened in operation theatre. Last event incident happened the same leakage issue which was reported on (B)(6) 2025 in medical ICU. This incident was second time in this hospital. Catheter was discarded once user find leakage on the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, customer observed leakage at the junction of the foley catheter draining site. This appear to be a product defect. This event happened in operation theatre. Last event incident happened the same leakage issue which was reported on 09aug2025 in medical ICU. This incident was second time in this hospital. Catheter was discarded once user find leakage on the catheter.